Event description:
Procedure: laparoscopic pneumonectomy. According to the reporter: inferior and superior pulmonary veins were stapled separately, but the stapler would not occlude the veins. Bleeding occurred. Another device was applied with the same results. The case was converted to an open procedure. The doctor removed the devices from the field. He then clamped and tied the area. Blood loss was reported as 500 cc or more due to the product problem which resulted in blood transfusion. The pt remained in intensive care for a longer time.

Manufacturer narrative:
(B)(4).